Manufacturer narrative:
The issue was discovered by the customer while doing a routine check. The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery was depleted. When the system was plugged in, the battery status was green, but when unplugged it would fail on battery. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician reported that the batteries were received with 12.41 volts direct current (vdc) and 420 siemens (s) for the first battery and 10.30 vdc for the second battery, siemens were reporting too low. The batteries were charged but the second battery was unable to hold a charge. When hooked to the load simulator, the power manager platter shut down after one second, 52 minutes is specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.